Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and topical skin adhesive was used. Three days following the procedure, it was noted that the patient presented some tissue blistering distal to the surgical incision. The topical skin adhesive was removed and the patient blistering resolved by itself. There was no long term patient consequence. Additional information has been requested.